Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported issues with the use of the adc freestyle libre sensor. The customer reported the following information: a customer reported the ¿the unit could not be opened to apply. Tired multiple times. Apparent defect¿. There was no report of any third-party medical intervention and no further details were reported. There was no report of death or permanent injury associated with this event.